Event description:
When the generator was turned on, the screen remained blank and there was a continuous alarm that could not be silenced. The generator was power cycled but the issue remained. The patient was already on the procedure table when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt2000 rf generator was received for repair. No visual anomalies were detected in this visual inspection. Upon connecting the nt generator to an external power source, the generator was powered on successfully. The reported startup issue was able to be confirmed. The upper assembly was found to be defective and was replaced to resolve the issue. Additionally, the programmed stops were verified within the simulation of rf. The impedance was measured across all ports and determined to be within specification. No high impedance values were encountered throughout testing. Current and temperature were monitored, and no errors, or irregular heating periods were detected. All the tests of the procedure were successful. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a faulty upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.